Event description:
Hill-rom received a report from the account stating the brakes will not hold. The bed was located in room 69 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes were worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.